Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer that the patient had been placed on pneumatic support using a stroke volume limiter (svl) and drive console for about a month prior to this reported event. Five days prior to this reported event, the svl was switched to another svl due to condensation without further incident. However, three days later, it was reported by the rn that the svl diaphragm froze up. The svl was then switched and vented, patient was stable for a period of 15-20 minutes and became short of breath. The patient was switched to power base unit (pbu), which began to alarm shortly after. Hand pumping was performed for 1.5 hours, but patient again became short of breath and expired. The nurse practitioner stated that the patient experienced chronic driveline infection, some bleeding from trach, and that the physician had stated that the patient began to have total body failure: i.e., liver and kidney failure.

Manufacturer narrative:
The pump was not explanted upon request of the patient's family; therefore, further evaluation on the pump cannot be performed. The stroke volume limiter was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.